Event description:
During remote monitoring, episodes of low sensing and oversensing resulting in inappropriate anti-tachycardia pacing were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.